Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to patient's concern with the product and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange due to concern with the product. The device remains implanted.

Event description:
Healthcare professional reported patient's concern with the product and capsular contracture, baker grade iii. Affected side is right. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, white calcification (approx. 20%), wear abrasion and crease fold. Microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, d9, g1, h3, h6.

Event description:
Device has been explanted.